Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and replaced for reported normal battery depletion approximately 4 years later.

Event description:
Boston scientific received information that this tachy device and right atrial (ra) lead system exhibited high, out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms. Additional information made available from the field noted that the cause of the oor measurement was not determined and that the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.